Event description:
The CT technician received static shock when pressing a button on the right side stand control panel for the system.

Manufacturer narrative:
No injury was reported by the employee. We have investigated the issue and measured resistance to be in the acceptable range. No shocks were reported on the system by other x-ray techs after this initial one. We will continue working to determine the root cause of the issue and working on implementing corrective measures to mitigate the risk. Any additional information received on this incident will be reported in a follow-up MDR.